Event description:
It was reported that during use of the 22g x 1.00in (0.9 x 25 mm) insyte the needle would not slide through the guide, but it would pierce it. Several catheters were tested before finding one that would function. The whole batch seemed to affected. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the needle does not slide well in the guide and pierces it. This was repeated on several catheters of the same lot. Test several catheters before finding a functional, need to change batch.

Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples received. The investigation was not able to confirm what the customer had experience as there were no returned samples/pictures for evaluation. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the 22 g x 1.00 in (0.9 x 25 mm) insyte the needle would not slide through the guide, but it would pierce it. Several catheters were tested before finding one that would function. The whole batch seemed to affected. Foreign complaint the following information was provided by the initial reporter, translated from french to english: the needle does not slide well in the guide and pierces it. This was repeated on several catheters of the same lot. Test several catheters before finding a functional, need to change batch.